Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. A batch review could not be performed as the lot number is unknown.

Event description:
The customer reported to baxter us one (1) non-dehp cl buretrol (ball valve drip chmbr) set w/2ys 60dpm in which there was "air in the line, so that the ball check would not function properly." The facility staff has not been able to replicate the problem. The issue was discovered during patient infusion, however, no air made it to the patient. No medical intervention or injury was reported. No samples are available.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.